Manufacturer narrative:
Returned product consisted of an fg emerge mr 2.25mm x 15mm balloon catheter. The shaft and collar were microscopically examined. The device was received in an open pouch. There was blood in the lumen of the device. There were numerous kinks in the hypotube and shaft. There was foreign material found 70cm and 140 cm from the proximal end of the hub. External testing through mtac was done to determine the nature of the foreign matter (fm). It was determined that the material was consistent with a hydrophilic coating. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00429. It was reported that there was presence of foreign matter on the device. Two 2.25mm x 15mm emerge¿ balloon catheters were selected for use. However, a foreign object was noted to be sticking on the hypotube of both balloon catheters. No patient complications were reported.

Manufacturer narrative:
Complainant address: (B)(6). (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00429. It was reported that there was presence of foreign matter on the device. Two 2.25mm x 15mm emerge¿ balloon catheters were selected for use. However, a foreign object was noted to be sticking on the hypotube of both balloon catheters. No patient complications were reported.